Event description:
Patient was revised to address pain and osteolysis.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 1/21/2016: litigation recieved. Litiation also alleges discomfort, metallosis, and decreased mobility. There is no new information that would change the existing investigation.this complaint was updated on: 1/28/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/17/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported extreme pain, disfigurement from resultant surgeries, and permanent damage to my hip area due to the device and required interventional care, partial or complete loss of mobility, loss of range of motion, and mental anguish. Pfs also reported hip dislocation in (B)(6) 2015 without medical records ((B)(4)). Radiograph reportedly showed the femoral stem to be grossly undersized. Revision surgical report noted pain, hip "catching", clear joint fluid, leg length discrepancy unable to be corrected related to shell being well fixed and not revised. No report of osteolysis or metallosis. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 9, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.